Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius product reported. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler and liberty cycler set played a causal or contributory role in the serious adverse event.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.